Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent rotator cuff procedure utilizing bypass suture passer. The suture passer had difficulty passing the disposable pusher and the suture did not pass and retrieve. There was a delay in the procedure greater than 30 minutes as a result of the difficulty. No further information has been provided.

Manufacturer narrative:
Evaluation of the returned device noted the trap door to be crooked.